Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. A remote transmission indicated high thresholds on the right ventricular (rv) lead and there were atrial sensed beats in the qrs. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.